Manufacturer narrative:
The cartridge has not been returned to animas and the lot number for retained sample testing was unavailable. If the device is returned or the lot number is made known, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt experienced blood glucose 300 mg/dl with moderate ketones in the morning; blood glucose has been elevated for about 16 hours. There were no confirmed symptoms of hyperglycemia; the pt was said to be irritable. The elevation was resolved via syringe and pump boluses per physician's instructions. Family members reported that they changed the infusion set twice during the night. They stated that they programmed and delivered air boluses during the night. And they said they primed three times before insulin came out of the end of the tubing. Review of the prime history cannot verify these actions that were alleged by family members. The family member said that there were prime and fill cannula amounts of 0.9 units and 0.0 units. She also said that there were three small bolus deliveries at 4 am and four 0.0 units bolus deliveries between 4:10 am and 4:15 am. She concurred that the events they previously described were not accurate. Review of the pump detected no malfunctions per settings and pump history. A family member denied leakage of insulin but confirmed multiple air bubbles in the cartridge, luer lock, and tubing. Upon review, it was noted that she correctly removes air bubbles. However, a review of the cartridge filling technique revealed several inconsistencies with recommendations; customer support educated the family on air bubble prevention and concluded that the air bubbles were the likely cause of the blood glucose excursion.